Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, foreign material was noted on the device. When the 15mm x 2.5mm apex balloon catheter was removed from the packaging hoop, a small paper like fragment was noted to be attached to the wire of the catheter, and a soft gel like material was observed on the balloon. The procedure was completed with another of the same device. There was no contact with the patient.

Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, foreign material was noted on the device. When the 15mm x 2.5mm apex balloon catheter was removed from the packaging hoop, a small paper like fragment was noted to be attached to the wire of the catheter, and a soft gel like material was observed on the balloon. The procedure was completed with another of the same device. There was no contact with the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified a foreign material stuck on the product mandrel at the wire exit port. No other damage or issues were noted with the device. There was no evidence of any device use. The foreign material was sent for a material characterization. Results showed an 83% match for polyisoprene. The report concluded that the fm is most likely a nitrile rubber based material. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause was unable to be determined. (B)(4).